Manufacturer narrative:
Explanted device was replaced with another mandibular device during the same revision surgery. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had the left mandibular tmj component explanted on (B)(6) 2010 as the screws were loose.